Manufacturer narrative:
This is the same event as 3010536692-2015-00489, -00491. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to pain, corrosion of modular neck, instability, tissue reaction, elevated metal ion levels and fluid in the trochanteric area.